Event description:
It was reported that the device was unable to deliver high voltage therapy at implant attempt. Low impedance, < 20 ohms, was also reported. The device subsequently tested out of specification during manufacturer's analysis.